Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was shocked while driving and continued to be shocked for two months. Patient stated that her medications were constantly being changes at this time. It was also noted that the patient notifier had indicated that the device was not working.